Manufacturer narrative:
Patient age and weight are unknown. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiration. (B)(4) - medical intervention required to remove detached device fragments. (B)(4) - the reported event of distal tip and balloon detachment. (B)(4) - the reported event of balloon burst. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a maxforce tts balloon dilator was used during an esophagogastroduodenoscopy (egd) procedure performed on a female patient on (B)(6) 2011 (patient age and weight are unknown). According to the complainant, the procedure was completed with this device, however, the balloon was not completely deflated prior to withdrawal and while removing the device, the balloon burst. The balloon portion and distal tip of the device then detached inside the stomach. The catheter of the device remained intact and was removed from the patient. All detached device fragments were successfully retrieved from the patient. The method of retrieval is unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.